Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was no signal out on the serial digital interface of the evis light elite video system center. The fault occurred during the receipt inspection. The facility finished the case with another similar device. There were no reports of patient harm. Sdi. On (B)(6) 2023 (B)(6), field service engineer (fse) reported that according to the feedback from the user: sdi had no signal out during installation. There was no injury or death reported. The facility finished the case with another similar device. The fault occurred during receipt inspection.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that serial digital interface1 and serial digital interface 2 showed no signal output due to a faulty printed circuit board failure. After replacing the spare printed circuit board, the fault disappeared. The device had a good appearance and no obvious signs of human damage or collision. The shell was disassembled, and no abnormalities were found inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.